Event description:
The customer reported camera will not function properly during a therapeutic procedure with the same device involving an olympus camera head. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.